Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp through the internal jugular vein and the port was placed on the right chest wall. 5 months and 7 days post procedure, it was reported that the catheter had completely ruptured and hole was noted and became unusable. It was further reported that the pumpback was not smooth. There was no reported patient injury.